Event description:
"While opening for a spine case, a two-tier table cover was opened and found to have a speck of what looked to be dust. It was on the right side of the upper and lower part of the table cover. It was opened with two people using sterile technique. It was discarded due to sterility concern and a new one was received. Ref: dynjp2tbtc, lot #: 0692410h011. Manufacturer response for two-tier table cover, two-tier table cover (per site reporter). Medline was contacted via email.